Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This condition is an ancillary service event opened during investigation of another condition. The cause was determined to be misloading sensors. To correct the condition, the force sensing resistors were replaced.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have experienced an occurrence of failure code 38. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.